Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was black. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was able to resolve the issue. The insulin pump was not replaced or returned for analysis.